Manufacturer narrative:
Device evaluation of battery sn: (B)(4) is underway. The reported problem (battery won't power up monitor) was confirmed. As received the battery was unable to power on a monitor. The battery was sent to the supplier for root cause investigation. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery pack would not power up the monitor. The patient was provided a replacement battery pack.